Manufacturer narrative:
A sample has been returned for evaluation but has not yet been evaluated. However, on 8/18/2016, the manufacturing plant completed a no sample investigation. As part of this investigation a DHR review was completed and revealed no irregularities during the manufacture of the reported lot # 5231375. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the reported defect. Conclusion: an absolute root cause for this incident cannot be determined at this time as the investigation is still in progress. However, CAPA (B)(4) was initiated to identify and address the potential causes of safety shield disengagement. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism of the suspect device came off, "while trying to close it," and a nurse sustained a contaminated needle stick. Both the nurse and source patient received lab testing, all of which showed negative for blood borne pathogens. No medications were prescribed and it is unknown if follow up treatment and/or labs are planned.

Manufacturer narrative:
Results: the (110) sealed samples were returned for evaluation. Thirty units were randomly selected and tested. The safety shields were activated and no issues or failures were observed. There was a false clicking observed when activating 10 of the 30 the shields that were tested. The (8) samples were also sent to the manufacturing site in (B)(4). A visual inspection revealed 2 samples were activated and 6 were not. No safety mechanism was observed coming off of the returned units. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure mode. As previously reported, CAPA (B)(4) was opened to identify and address the potential causes of safety shield disengagement. After the conclusion of investigation activities at the plant as part of CAPA (B)(4) there was no manufacturing root cause that could be identified and therefore CAPA (B)(4) is being opened in (B)(4) to investigate whether the rise in complaints is due to a design related issue.